Manufacturer narrative:
Product ID 977c165, serial# (B)(4), explanted: (B)(6) 2020. Product type lead. Analysis of the ins found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had their unit removed on (B)(6) 2020. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via manufacturer's representative. It was reported that the patient was getting stimulation sensation that she described as tingling even when stimulator was off. It was reported the system was replaced but patient still complained of sensation that the stimulator was on when it was turned off. Patient denied trauma/ falls. Patient reported this started when she got the battery replacement on (B)(6) 2017 and had an allergic reaction. The source of the allergic reaction was unknown. Reprogramming was done, an impedance check was performed. Patient claimed that stimulator was giving her numbness and tingling sensation even when the stimulator was off or turned to 0.0 ma. Patient kept stimulator turned off. Patient reported she plans to keep the stimulator off until the explant. Explant planned for january 30, 2020. Additional information was received from the patient and it was reported that inflammation in the patient's back was discovered during an MRI performed to see why she was feeling stimulation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins) for spinal pain. It was reported that the patient keeps her ins turned off, last night she charged it up to 100% and then 2 hours later she was at 90% (during the 2 hours she was charging the handheld controller from 80-100%). Charging information was reviewed with the patient the patient did not understand this but her husband and the caller did and they were going to try and explain it to her more clearly. It was also reported that patient has never had therapy on, but she still feels it. The caller turned the therapy on today in the office so the patient could know what it felt like, the patient said it felt stronger, but when turned back off she still felt it. Caller confirmed that diary use showed 0. It was reviewed to discuss with the hcp that the patient feels the stim when it is off. No further complications were reported.